Event description:
It was reported to philips that device's wireless footswitch and base station were not working. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in use when the issue occurred and the procedure details are unknown. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch didn't work. The fse checked the system and identified that the battery indicator was green and wi-fi indicator was red. The fse identified the cause of the issue with the wi-fi connection. As per the technical analysis, the footswitch had an internal connector issue. So, the fse replaced the wireless footswitch and the base station which resolved the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.